Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient didn't answer the question about the current implant when asked why their implant was not working and if a cause was determined. The actions/interventions taken to resolve the not working issue was oral medication and pads. They added that the implant does not work nearly as well. They had 100% continence with their previous one, but they are only at 75% continence with their current implant; they are not happy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were implanted with a new ins and it doesn't work. No patient symptoms were reported and no further complications have been reported as a result of this event.